Event description:
Caller reported a malfunction on the pump, identified by the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was informed they could continue using the pump and advised to contact technical support if the malfunction code appeared again.